Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a sensor error alert and inaccuracies between the sensor glucose and blood glucose reading. The customer's blood glucose level was 435 mg/dl, compared with the sensor glucose reading of 70 mg/dl. The customer also reported that the serter did not release the sensor after the 2nd button press. The customer removed the sensor and found a severe kink in the cannula. The customer was advised that the sensor reading inaccuracies were most likely caused by the bent cannula. The customer was able to manually upload to carelink. The customer's serter and sensors were replaced, and will return them for analysis.